Event description:
Foreign body noticed in x-ray taken a day after surgery, shape of body resembled ceramic tip from coagulating scissors. Discussed with physician, who decided not to remove item unless further complications. Later, patient returned for drainage of a pelvic abscess. It was noted that the foreign body was not adherent and was not intrinsically part of the abscess. The procedure to the drain abscess presented an opportunity to remove the item. The item was removed under fluoroscopy and verified as a ceramic scissor tip.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.